Event description:
The caller reported the customer received a reading of 331 mg/dl on her freestyle freedom lite blood glucose meter, and thought the reading was higher than she felt. The caller additionally reported the customer obtained high readings all day long and self-administered insulin. It was further reported the customer subsequently lost consciousness. The customer was taken to a hospital by her family where she was reportedly diagnosed with hypoglycemia and treated with an intravenous medication, "salt water" and glucose. A reading of 22 mg/dl was reportedly obtained on an unknown device at an unspecified time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1003304) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.